Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. They used another capsule to complete the procedure. There was no harm to the patient and the user and no intervention was required. A scope was used by the physician to determine capsule placement and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubricant was used at the tip to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.